Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the display screen had been dim and discolored and then went blank after the patient fell off a bike while wearing the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/29/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/08/2013 with the following findings:during testing, the pump was powered on and the display screen was blank. The pump case was opened and the display was found to be cracked. When replaced with a test display, the screen functioned properly.